Event description:
On 7/15/2022 it was reported by a sales representative via (B)(4) that an ar-8927dsc fell apart during a quad tendon repair procedure. Upon tapping the patella after drilling for the biocomposite 4.5 corkscrew, the blue handle attached to the metal tap began to spin around the actual tap. This made the device hard to advance forward and backward. The blue handle was pulled off the metal tap - as its adherence to each other was no longer - and attached a t-handle chuck to remove the tap from the bone. They kept the t-handle chuck on and used it for the other corkscrew as well. The case was completed successfully with no patient affect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual inspection was unremarkable. Device was returned without the metal tap mentioned in the complaint. Complaint was not confirmed.